Event description:
It was reported by customer that during raw material inspection, the 50 cc syringes failed inspection due to particulate matter verbatim: complaint via email. Email(s) attached. During raw material inspection, the 50 cc syringes failed inspection due to particulate matter - mobile.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.